Manufacturer narrative:
Based on the supplier¿s investigation, the device history record could not be reviewed as a lot number was not provided. The device master record for this product was reviewed and there have been no changes in material, design or production process. As the device was not returned for further investigation, the root cause for the reported issue could not be determined. No additional action will be taken at this time, but the supplier will continue to monitor the trend of this type of incident. Multiple attempts to the end user for additional information were made with no response from the end user.

Event description:
The ball bearings are falling out of the rear wheels of the rollator. No injury reported.